Manufacturer narrative:
The manufacturer's field service engineer replaced the power management board, the motor controller board and the cpu board to address the reported issue. The power management board, the motor controller board and the cpu board were returned to the manufacturer for failure investigation. The customer returned power management pcba, motor controller pcba and cpu pcba were installed in an fi test ventilator and tested by repeatedly cycling through power-up and shut down and running the ventilator for at least 2 hours. The 35v supplied failed after ca. 40 min. Run time. The error was traced to a defective r31 on the pm board. Replacing r31 resolved the issue.

Event description:
The customer reported the device could not be turned off. There was no patient involvement.